Manufacturer narrative:
The device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances present that could have contributed to this issue. Based on the information received, the device was in conformance at shipment and a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Event date is unknown.

Event description:
It was reported that the patient's ipg was inoperable. External devices were unable to connect to the ipg. As a result, surgical intervention may occur to address the issue.